Event description:
Customer reportedly received results of 2.1 mmol/l and 6.2 mmol/l within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self-treated with glucose gel after testing 2.1 mmol/l. No adverse event related to the device was reported. Requested return of suspect device, however, customer indicated product will not be returned.

Manufacturer narrative:
The event occurred in (B)(6).